Event description:
It was reported that the user experienced a severe low blood glucose event, with the user attributing the occurrence to diet changes; no specific medical device problem or device component issue was identified due to insufficient information. Symptoms included hypoglycemia. Outcomes included insufficient information regarding the impact of the event. Investigation included communication and interviews with the user and analysis of information provided by the user or a third party. Investigation of this case revealed no findings available, and no device-related issue could be identified due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.